Event description:
A surgeon reported an intraocular lens (iol) was exchanged due to an unexpected postoperative refraction. The lens was exchanged for the same model, different power lens. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info. A completed questionnaire has not been received. (B)(4).